Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, a decrease in sensing and high capture threshold were observed. A fluoroscopic image confirmed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. Patient condition was good after the event.